Event description:
Suffering anaphylactic reaction from food allergy. Injected with epi-pen. Needle bent to extreme angle in leg muscle. Very difficult to withdraw needle. Caused increased pain and bruising at injection site. Dose or amount: 0.3 mg, frequency: prn, route: im. Dates of use: (B)(6) 2010. Diagnosis or reason for use: anaphylaxis.